Event description:
In 2005, the lay reporter contacted lifescan alleging that the lay patient's one touch ultra meter was reading inaccurately high. The patient obtained a result of 262 mg/dl on the reported meter compared to a laboratory result of 125 mg/dl taken within 10 minutes of each other. The calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient received no medical attention at the time of concern. The customer service agent (csa) discovered that the patient tested with the meter using a venous, rather than capillary sample, and used incorrect technique in applying the sample to the test strip, which can contribute to inaccurate results. The csa walked the patient through two, consecutive control solution tests, which fell outside of the specified control solution range. The test strips and control solution were replaced. The complaint is reported as a product malfunction due to the two failed control solution tests.